Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lad and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed. The connector sealing rings of the lead were extrinsically damaged and a cosmetic white substance that developed in vivo was found on the outer insulation of the lead. The outer insulation of the lead developed a cosmetic depression while in vivo and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: product ID# 4968-25. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01, implanted: (B)(6) 2012. Product ID: 4968-25, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and intermittent capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.